Event description:
It was reported that at a scheduled follow-up, the device was at premature battery depletion. It was noted that 3 months earlier the battery was ok and now the device cannot be interrogated. There were no patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that at a scheduled followup, the device was at premature battery depletion. It was noted that 3 months earlier the battery was ok and now the device cannot be interrogated. The device was explanted and replaced. There were no patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. .evaluation summary: (B) (4) testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.